Event description:
Case description: investigation result suspect: novopen 4 , batch: lvg5e93 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation had been reviewed and found to be normal. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission the case have been updated with the following: malfunction updated as no is non-reportable updated as no investigation results updated final report ticked, expected date of fu report removed and current location of device updated in EU/ca tab b,c and d, g (imdrf) codes updated in device addendum tab causality updated in narrative narrative updated accordingly. Final manufacturer comment 23-jul-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary suspect: novopen 4 , batch: lvg5e93 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation had been reviewed and found to be normal.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia]. It does not inject whole adjusted dose [incorrect dose administered by device]. There was a resistance [device mechanical issue]. Piston rod movement issue [device issue]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "t does not inject whole adjusted dose (partial dose delivery by device)" with an unspecified onset date, "there was a resistance(device mechanical jam)" with an unspecified onset date, "piston rod movement issue(device component issue)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , a non-novo nordisk suspect product insulin (insulin) from unknown start date for "diabetes mellitus", patient's height, weight and body mass index were not reported. Current condition: diabetes mellitus(type and duration were not reported). On an unknown date patient could not inject whole the adjusted dose due to piston rod issue, there was a resistance. And patient developed hyperglycemia, patient's bgl (blood glucose) was 539 mg/dl, and 522 mg/dl although she increased the insulin dose and did not eat well. Batch numbers: novopen 4: lvg5e93 insulin: not available. Action taken to insulin was not reported. Action taken to novopen 4 the outcome for the event "hyperglycemia(hyperglycemia)" was not recovered. The outcome for the event "t does not inject whole adjusted dose (partial dose delivery by device)" was not recovered. The outcome for the event "there was a resistance(device mechanical jam)" was not recovered. The outcome for the event "piston rod movement issue(device component issue)" was not recovered. No further information available.